Event description:
It was reported during in clinic follow up that the device had gone into backup mode. High voltage therapies were disabled during backup mode. The device was successfully restored to normal function. There were no patient consequences.